Event description:
This is a spontaneous report from a contactable consumer reporting on behalf of herself. This (B)(6) female patient started to use thermacare heatwrap (thermacare heatwrap) (device lot number not provided) from an unspecified date at an unspecified frequency for an unspecified indication. She no longer has the product to provide upc, lot number or expiry date. The patient's medical history and concomitant medications were not reported. The patient reported she developed a blister and a burn while using thermacare wraps 3 years ago (2014). The patient mentioned she had thrown the product away. Action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Amendment: this follow-up report is being submitted to amend previously reported information: to add event onset date. Follow-up (24jan2018): new information received from a contactable consumer includes: patient threw the suspect product away, did not wish to share her physician details and did not want any further correspondence. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment based on the information provided, the event of "developed a blister and a burn while using thermacare wraps" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "developed a blister and a burn while using thermacare wraps" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Developed blister and burn from wrap/ the same thing happened a few years ago [burns second degree]. Case narrative: this is a spontaneous report from a contactable consumer reported for herself. A (B)(6) caucasian female patient started to receive thermacare heatwrap (thermacare heatwrap) from an unspecified date at an unspecified frequency for an unspecified indication. She no longer has the product to provide upc, lot number or expiry date. The patient medical history was not reported. The patient's concomitant medications were not reported. The consumer stated she developed a blister and a burn while using thermacare wraps 3 years ago (2014). The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Amendment: this follow-up report is being submitted to amend previously reported information: to add event onset date. Company clinical evaluation comment: based on the information provided, the event of "developed a blister and a burn while using thermacare wraps" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Comment: based on the information provided, the event of "developed a blister and a burn while using thermacare wraps" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] developed blister and burn from wrap/ the same thing happened a few years ago [burns second degree]. Case narrative: this is a spontaneous report from a contactable consumer reported for herself. A (B)(6) year-old caucasian female patient started to receive thermacare heatwrap (thermacare heatwrap) from an unspecified date at an unspecified dose for an unspecified indication. She no longer has the product to provide upc, lot number or expiry date. The patient medical history was not reported. The patient's concomitant medications were not reported. The consumer stated she developed a blister and a burn while using thermacare wraps 3 years ago (2014). The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "developed a blister and a burn while using thermacare wraps" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Comment: based on the information provided, the event of "developed a blister and a burn while using thermacare wraps" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.